Event description:
Patient presented with left knee pain, patella subluxation. Patient required lateral release (B)(6) 2013.

Manufacturer narrative:
Additional devices listed in this report: cat # 5520-b-400, lot # ebc7r, description: triathlon prim tib baseplate ¿ cemented; cat # 5510-f-502, lot # unknown, description: triathlon cr fem comp #5 r-cem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
(B)(6). An event regarding soft tissue repair involving a triathlon insert component was reported. Conclusion: a medical review was performed on this pi and a related pi for this patient regarding the patient having the patella resurfaced approximately 8 weeks post operatively and subsequent soft tissue repairs. The medical review indicated that this case is not device-related but is patient-related in root cause of failure as a consequence of new trauma to the arthroplasty after implantation and its subsequent soft tissue repair. Based on the provided information, the product reported in this investigation remains implanted and did not contribute to the event.

Event description:
Reoperation/revision due to reported knee pain 8 weeks post op. Note: patient did not have patella resurfaced during the primary left knee surgery (on (B)(6) 2013). The patella was resurfaced later ((B)(6) 2013) due to ongoing pain in her left knee. Therefore there is no explant device or revision surgery.